Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "1. Please provide lot number: unk. 2. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Events reported via: 2210968-2023-06023, 2210968-2023-06024.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. During the procedure, the suture was broken during lita-lad anastomosis. The broken suture was tied off and a new suture was used to continue, but suture breakage occurred again. Sutures broke 3 times in total, but the anastomosis was somehow completed. No problem with the patient¿s condition now. The operation time was extended within 30 minutes. The products were used on blood vessel. No adverse patient consequences were reported. Additional information was requested.